Manufacturer narrative:
Email is: (B) (6). No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the provided lot number was not valid. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. D4: expiration date and h4: manufacture date are unknown, invalid lot number provided by the customer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the balloon would only "blow up" on one side. Patient involvement unknown.